Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown number of wafers from unknown number of market units out of which, used and unused quantities are also unknown. The end user reported that she stopped using the wafer due to bleeding and a small hairline sized laceration to her stoma. At the time, the cause of bleeding was unknown but now that she saw the photos in the letter, she believes that her wafers had the off-center opening and this caused the injury and bleeding. She discontinued use of the product and discarded the affected wafers. She saw a physician at office visit and was instructed to apply stomahesive powder. Thereafter, bleeding resolved without further intervention. No photo is available at this time.